Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, the jaws would not open before the device was clamped over tissue. Another device was used to complete the case. There was no patient injury.